Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a cardiogenic shock due to a very severe intrinsic ischemic dilated cardiomyopathy. An external cardiac massage was performed by a healthcare professional in order to treat the patient, during this, an electrical discharge was sensed by the health care professional in their arm and some ventricular extrasystoles were observed which led to a shock delivered by the device. The episode ended and this device was reprogrammed. This device remains in service. No adverse patient effects were reported.